Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed high out of range shock impedance measurements. A review of memory revealed no shock therapy had been delivered during the past year. An internal technical service consultant was contacted for further recommendations regarding the shock impedance measurements. Further lead integrity testing and verification of the connection were recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. It was determined there was a connection issue. The lead was reinserted into the device header resolving the issue. Post procedure, normal shock impedance measurements were obtained.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.